Manufacturer narrative:
(B)(4). Batch # n55y75. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during a total laparoscopic radical resection of rectal cancer procedure, after the device was fired, the surgeon found the staples malformed. Part of the staple line was not "b-form." Suture was used to sew the wound. There were no adverse consequences for the patient reported. The device was discarded due to the patient having "hb."